Event description:
On (B)(6) 2011, the customer stated that there was a blood leakage just after starting the hemoconcentration. (B)(4).

Manufacturer narrative:
(B)(4).the investigation of the device showed that a fiber was cracked. This could happen if the fiber is shrinking or the device gets an external stress.(B)(4)